Event description:
Olive tip that holds the plate to the bone snapped which caused a threaded tip to break off at the bone surface and get dislodged in it. Doctor made a decision to leave the piece inside and not cause more damage. Synthes company representative was in room and was made aware of it.